Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and boot due to perpetual rebooting. Navigate in receiver menu to "profiles" and "try it": unable to test due to perpetual rebooting. Functional test was unable to test due to perpetual rebooting. Tthe complaint is undetermined because the receiver is unable to be tested due to perpetual rebooting a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.